Manufacturer narrative:
The device was received in backup operation. Analysis of the device image determined backup occurred due to code corruption. After reloading the product code, environmental stress testing could not recreate the code corruption. In addition, the device battery was found to be above the elective replacement level. Further testing found no indications of high current. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. The field complaint of premature depletion could not be confirmed. The field complaint of backup operation was confirmed; however, the cause of the code corruption was not determined, and as a result, abbott is performing further investigation.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, back-up mode was observed on the device and the physician alleged premature battery depletion. Technical support was not able to confirm the device was functioning normally. The device was successfully explanted and replaced. The patient was stable with no adverse consequences.